Manufacturer narrative:
Initial.

Event description:
It was reported that during a full infusion supply change the patient¿s caregiver accidentally punctured her finger with the infusion set needle after the inset was placed, and the infusion set was deployed or connected incorrectly; troubleshooting and education were provided, and no device alerts or alarms occurred. Symptoms included a needlestick injury to the caregiver without reported clinical sequelae. Outcomes included no clinical impact to the patient and no interruption of therapy reported. Investigation included technical support review and user education regarding correct infusion set deployment and connector attachment. Investigation of this case revealed user handling error related to infusion set insertion and connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and setup.